Event description:
End user contacted mhc customer service via email to report that the syringes item 831565 lot 69354 purchased from amazon were burred.

Manufacturer narrative:
Initial trend analysis for lot 69354 was conducted, no malfunctions were found. This is the only complaint for lot 69354. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user contacted mhc customer service via email to report that the syringes item 831565 lot 69354 purchased from amazon were burred.

Manufacturer narrative:
Retained lot samples for syringe lot 69354 were tested for needle sharpness. No abnormalities were found during testing.